Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging chronic bronchitis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
In previous report, the manufacturer reported information in box b and box h: adverse event or product problem and type of reported complaint as product problem. After pms decision has been changed, it was updated as serious injury. In box b: adverse event or product problem has been updated. In box d: product brand name has been corrected. In box h: type of reported complaint has been updated. In box h6: health impact grid has been updated.